Event description:
During an esophageal dilation procedure, the physician used a cook endoscopy eclipse ttc wire guided balloon dilator. During the procedure, the stylet wire stretched/uncolled at the distal end of the device. No injury to the user or patient was reported.